Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, preceding bone augmentation, infection, fistula. An infection that may have spread from the neighboring tooth and may damage/infect bone structure.